Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications had not shown up. A technical support specialist (tss) dialed into the server to locate the report but could not determine the medid referred to in this case. An email was sent to the customer requesting the medid for further troubleshooting. Tss received an email from the customer with the list of medid. Customer ran the device inventory report and validated that all the medications in the list were not loaded in the station, which could have been a potential ghost pocket issue. An email was sent to the customer to get details of the medid in 6south to compile and send to the logistics team. The customer replied that the report was showing correctly now and wanted to proceed with case closure. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.